Event description:
Disconnection with blood loss reported. Report rec'd from abbott international affiliate, abbott middle east states: "the complaint is the female end luer lock of the extension set is loose and detached which makes it dangerous to be used on the pts considering that those kits are usually attached to a central line or arterial line of the pt in the ICU or or which results in massive bleeding of the pt." Add'l info rec'd states that the pt required urgent blood transfusion and the pt recovered. User facility has queried saudia arabia many times to obtain further pt, treatment, and product component info, but none has been available. Add'l specific info regarding amt of blood loss was not able to be obtained. No further info was available.